Manufacturer narrative:
Block e1 address: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure performed on (B)(6) 2025. It was reported that the bands failed to deploy. The procedure was completed with an unknown device. There were no patient complications reported as a result of this event.